Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii proximal cuff was implanted for the endovascular treatment of an abdominal aortic aneurysm.  It was reported via the final imaging during the index procedure that the stent graft was covering the bilateral renal arteries. The physician carried out a chimney technique to obtain patency of the renal arteries. Blood flow to both renal arteries was observed and the procedure was completed. As per the physician the cause of the event could not be determined.  No additional clinical sequalae was provided and the patient is fine.